Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level of 515 mg/dl. At the time of the report with tandem technical support the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.